Event description:
It was reported that the customer had high blood glucose levels in the last 2 weeks. Customer consulted with their health care professional. Customer had a sickness and customer's basal rates increased to 200%. Customer's current blood glucose level was 220 mg/dl. Customer reported that after the insulin injection, their blood glucose level decreased. Customer changed the set 3-4 days ago. Customer was advised to change the set every 3 days and the reservoir must be changed once per week. Drive support cap was corrected. Customer mentioned that sometimes there were small air bubbles in the reservoir. Customer was advised to remove the reservoir from the pump and rewind the pump. Customer called back and stated that the cannula was bent. There was a normal no delivery alarm that occurred after 3u of insulin. Customer was advised to change the set. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.